Event description:
Boston scientific received information that one week post implant, the patient with this right ventricular defibrillation lead presented for follow up with increased shortness of breath and dizziness without syncope. An electrocardiogram revealed complete loss of capture. A revision procedure was performed. The lead was confirmed to have dislodged. The lead was successfully repositioned with normal measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
The right ventricular lead remains implanted and our investigation complete. Should additional information become available, an amended report will be submitted.